Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 38x2.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. After crossing the lesion with a non-bsc guidewire, predilation was performed with a 2.5x12mm maverick balloon catheter. Subsequently, a 2.50x38mm promus element¿ long drug-eluting stent was advanced, cross the lesion after some efforts and was deployed to treat the lesion. However, in cine shoot, vessel dissection was noted at the distal site of the lesion. A 2.25x28mm promus element¿ stent was advanced to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.